Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a kangaroo epump. The representative reports that the nursing staff notified the biomedical engineers that there was a burning smell. Upon investigation it was found to be from the kangaroo epump power pack. When biomed removed the power prongs they noticed there was obvious melting of the plastic from where it had been arcing from the metal prongs. At the time the pump was in use, it was not reported that there was any further issues related to the pump or patient. The corrective action taken relevant to the care of the patient was the removal of the pump from the patient and ICU department. There were no issues reported with the patient and the staff changed the pump over immediately.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.